Manufacturer narrative:
Additional information received from the local field representative indicated that the pacing configuration was programmed to unipolar and the sensing configuration was programmed to bipolar. The patient planned to be monitored by the physician. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) was triggered due to high pacing impedance measurements with another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) reviewed remote monitoring data which confirmed there had been abrupt changes in the pacing impedance measurements. There was no noise present in the review of data or in the presenting electrogram (egm). Noise was unable to be created during isometric testing. The patient was pacemaker dependent. The lss was programmed off and the impedance floor was increased to 2,500 ohms. The sensitivity was also reprogrammed to 7. No adverse patient effects were reported.